Event description:
It was reported by repair work order that the unit did not pass the electrical test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.